Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level. No symptoms were reported however, the customer had contact with a healthcare professional who obtained a glucose laboratory result of 2.7 mmol/l and administered glucose intravenously for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. Visual inspection has been performed on the sensor tail, no failure modes were observed. Sensor state 8 with event code 11 and 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Functionality test will be performed on the sensor by performing smu testing and checking if 5 ble packets were received to verify if sensor is functioning as intended. An extended investigation was performed. Visual inspection has been performed on the returned sensor and no issues were observed. The returned sensor was further de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned sensor's battery voltage was measured to be within specification range. The sensor was re-programmed to storage state and activated for smu (source measurement unit) testing. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The returned sensor was then re-programmed to activate with known good reader and waited few minutes. Connected known good reader sent command to see if first 5 ble (bluetooth packets were received and 5 ble packets were received. The passing of all functionality test indicate that there were no issues with sensor functionality and electronics. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level. No symptoms were reported however, the customer had contact with a healthcare professional who obtained a glucose laboratory result of 2.7 mmol/l and administered glucose intravenously for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. Visual inspection has been performed on the sensor tail, no failure modes were observed. An extended investigation was performed. Visual inspection has been performed on the returned sensor and no issues were observed. The returned sensor was further de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned sensor's battery voltage was measured to be within specification range. The sensor was re-programmed to storage state and activated for smu (source measurement unit) testing. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The returned sensor was then re-programmed to activate with known good reader and waited few minutes. Connected known good reader sent command to see if first 5 ble (bluetooth packets were received and 5 ble packets were received. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. N/a was selected for g4-(PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level. No symptoms were reported however, the customer had contact with a healthcare professional who obtained a glucose laboratory result of 2.7 mmol/l and administered glucose intravenously for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.